Event description:
Six months post op the patient exhibited (x-ray) a broken monarch screw. Patient had presented in one-year post-op with another screw broken. The patient is doing well and there are no plans to explant. There has been no patient injury or symptoms.